Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed a high blood glucose reading, confirmed by a manual value of 534 mg/dl, while the cgm was not functioning properly and the user had not been trained or set up with a ketone action plan. The user disconnected from the device, administered a manual dose of rapid-acting insulin, and chose to remain off the device pending training. Symptoms included hyperglycemia without reported acute complications. Outcomes included self-management at home without medical intervention or hospitalization. Investigation included troubleshooting and education, with a plan for additional user training. Investigation of this case revealed no device alerts during the episode due to cgm issues and no identified device malfunction; the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.